Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the peritonitis event. Six days after the event onset, the patient started treatment with unspecified antibiotics for three weeks (drug names, doses, routes, and frequencies not reported) for peritonitis. Action taken with physioneal and extraneal therapies were not reported. At the time of this report, patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.